Event description:
Related manufacturer reference number: 1627487-2021-18832. It was reported that the patient's leads were exhibiting high impedances. As a result, the physician explanted and replaced the patient's extensions. Surgical intervention resolved the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The reported event of high impedance was confirmed. Analysis of the returned lead extension a (-01l) found that it was cut during the explant procedure resulting in a terminal end segment and a stimulation (header) end segment. Microscopic inspection of the header end segment found that all internal wires were broken approximately 20.2cm from the cut off end of the segment. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.